Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and boston scientific lynx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, rectocele, vaginal vault prolapse, pelvic pain and ovarian cyst. It was reported that the patient underwent the concurrent procedures of abdominal sacral colpopexy, bso, lynx suburethral sling and cystoscopy during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and boston scientific lynx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure in order to treat cystocele, rectocele, vaginal vault prolapse, pelvic pain, ovarian cyst, and stress urinary incontinence and mesh was implanted along with the concurrent procedures of abdominal sacrocolpopexy, bilateral salpingo-oophorectomy, cystoscopy, and foley.